Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device had malfunctioned. Additional information received stated that the device wasn't functioning correctly. There was no injury to the patient, and the patient was doing fine.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, pre-implantation and leak testing. However, the valve did not meet the requirements for reflux testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.